Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent had collapsed. In (B)(6) 2019, a 3.50 x 32 synergy ii drug-eluting stent was implanted in the ostial bypass. In (B)(6) 2019, the patient returned to the catherization lab where they found that the stent had collapsed at the middle and distal end, causing the vessel to close. A non-bsc stent was used to press the previously implant synergy stent against the vessel wall and thus, reopen the vessel.